Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further procedural details to bard.

Event description:
It was reported that the endovascular stent graft could not be deployed in the basilic vein in the upper arm. Another device of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the investigation of the returned device, the reported event could be confirmed. The stent graft was found to be partially released upon sample receipt. The outer sheath of the delivery system was found to be elongated indicating that high release force must have affected on the delivery system during the attempt to deploy the stent graft. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent partial stent graft deployment. As reported, the lesion had been pre-dilated. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states that both ports of the devices must be flushed with sterile saline prior to use. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Event description:
It was reported that the endovascular stent graft could not be deployed in the basilic vein in the upper arm. Another device of the same brand was used to complete the procedure successfully. There was no reported patient injury.